Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue and difficulty removing the device from the guiding catheter were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context due to the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the right coronary artery. The device was prepped correctly. Reportedly, the nc trek 4.50 x 12 mm was inflated up to 18 atmospheres with no issue; however, resistance was met with the guiding catheter when trying to remove it as the balloon was only partially deflated. Finally the guide wire, guiding catheter and balloon were removed together. The balloon at that time was not completely in the guiding catheter but was removed with the other devices. There were no adverse patient affects and no clinically significant delay in the procedure. No additional information was provided.